Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive esc, act, and up buttons due to the corroded keypad traces. They were unable to perform the rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and the displacement test due to the unresponsive buttons. The pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that today while mowing the law, the pump was inside of his shirt pocket and it suddenly began alarming for a button error. Customer stated that the shirt pocket was tight and it was possible that it did press one of the buttons down while he was working. Customer had a low blood glucose of 65 mg/dl when the button error occurred. Customer treated with food and declined troubleshooting for the low blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.